Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the patient received inappropriate high voltage shock therapy due to inappropriate ventricular tachycardia diagnosis. It was also noted that intermittent premature ventricular contractions and the supraventricular tachycardia were also contributed to the inappropriate diagnosis. No patient¿s symptoms were reported. The device was reprogrammed successfully.